Event description:
A complaint was received from a family member of a glucometer elite user. Family member stated that in may, 2002 the user did a blood sugar test and received a result of 163 mg/dl. Because of that reading, the user did not eat. Approximately 20 minutes later the user was on the floor in convulsions. The paramedics were called and performed a blood sugar (method unk) and received a result of 40 mg/dl. He was not transported to the hosp until the user's blood sugar was 97 mg/dl. While on the phone a review of the system was attempted. At the time the customer did not have all the requisite supplies to effectively evaluate the system. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.